Manufacturer narrative:
Root cause: unable to determine. Source: phone.

Event description:
Reported multiple false negatives sars results for symptomatic patients. The customer communicated the result was confirmed positive by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.